Manufacturer narrative:
A.1 revised as information was inadvertently omitted from initial manufacturer device report number 1220648-2025-25756. A.3 revised as information was incorrect on initial manufacturer device report number 1220648-2025-25756. E.1 revised us phone number as was previously entered incorrectly on initial manufacturer device report number 1220648-2025-25756. E.2 and e.3 revised as they were previously entered incorrectly on initial manufacturer device report number 1220648-2025-25756. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25756 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 added code 4121 as it was inadvertently omitted from initial manufacturer device report number 1220648-2025-25756.

Manufacturer narrative:
The investigation into the automated impella controller has been completed. The automated impella controller was returned for investigation. The logs from the complaint date revealed that the console issued a purge disc not detected alarm (event set #402) several times. The console was examined after arriving in field service. A broken purge disc flag was identified. The root cause of this issue was a broken purge disc flag.

Event description:
The complainant reported that during prep, an automated impella controller alarmed purge disk undetected twice. There was no patient involvement.